Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus blood glucose results, all mg/dl: 66 - 6:00pm - (B)(6) 2014; 133 - 6:02pm - (B)(6) 2014; 127 - 6:04pm - (B)(6) 2014. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.